Event description:
A customer reported experiencing a cartridge alarm 20, which first occurred on (B)(6) 2025. There was no adverse impact on the customer¿s blood glucose level. The customer successfully resolved the issue by replacing the cartridge with a new one and resumed insulin therapy, although the alarm reoccurred later.